Event description:
Patient initiated complaint: it was reported by the patient that the patient had a removal of fractured construct and reconstruction utilizing a uni-fixed total-hinged knee to address status post fracture of construct for distal allograft and total hinged knee secondary to a giant cell tumor resection eight months prior. It was noted that during the procedure, while attempting to implant the new construct of the allograft and new construct in to the femur, there was difficulty in getting further progress and the implant was hung up at about 1 centimeter, which proved to be too long for the patient as well as there was not enough external rotation to allow for proper alignment of the tibia to the femur. The surgeon decided to remove the implant and start over with better rotational insert. At this point the surgery became ¿bogged down from the standpoint it was solidly into the femur and was almost impossible to remove the construct despite many blows with the extractor¿. The incision site was extended and there was a small hole noted in the proximal anterior surface of the femur which was then extended. The surgeon then had to undermine around the prosthetic device to remove it. The surgeon observed that there was no evidence of any problem was far as the implant was concerned and it was relocated with appropriate rotation and good seating. A cable was utilized to surround the proximal end of the femur to prevent splitting. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed.